Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system exhibited oversensing of noise. Oversensing led to pacing inhibition with greater than two seconds of asystole. There was inappropriate anti-tachycardia pacing (atp) delivered due to noise. Boston scientific technical services (ts) discussed re-creating noise and performing commanded rate/sense impedance testing. Additional information indicated that the cause of noise was likely from myopotentials. The health care professionals (hcps) will continue to monitor this patient. The ICD and rv lead system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.